Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received a questionable high result from coaguchek xs meter serial number (B)(4). At 8:30 am, the result from the meter was 6.3 inr. About 90 minutes later, the result from a laboratory using siemens dade innovin reagent was 3.1 inr. There was no allegation of an adverse event. The customer had no antiphospholipid antibodies and no anemia. The customer had normal bruising, but no medical treatment was sought. The therapeutic range was 2.5-3.5 inr. The suspect meter and strips were requested to be returned for investigation. Relevant retention test strips (lot 297787) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer¿s meter was returned for investigation. Testing results: lot used: masterlot 286321-80. Qc 1: 2.4 inr, qc 2: 2.4 inr, qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 0%. No information was provided in the complaint case that would point to a cause for the result discrepancy. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Correction/removal report no.